Manufacturer narrative:
Section b3: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the investigation confirmed driveline disconnect alarms after the controller exchange on (B)(6) 2024 via the submitted log files. The exchange captured on (B)(6) 2024 was connected to another pump unrelated to the patient and was not reviewed (see manufacturer report number 2916596-2024-52843). Additional information could not confirm the reason for the most recent controller exchange on (B)(6) 2024. A no external power alarm consistent with a double power cable disconnect was captured from 14:25:02 - 14:26:24. Driveline disconnect alarms are captured on (B)(6) 2024 consistent with a controller exchange. When the controller was exchanged at 14:50:55, a pump stop occurred as the motor speed dropped to 0 rpm. Another driveline disconnect alarm along with a left ventricular assist device (lvad) off alarm occurs after the controller exchange at 14:48:20 and resolved when the driveline is reconnected at 14:50:55. Additional information states that the device would not return for evaluation. No other notable events or alarms are captured in the log files submitted. A root cause for the reported event was determined to be user error. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc. #10006136, rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for a review with a newly programmed system controller. It appeared the patient¿s driveline was disconnected from the system controller on (B)(6) 2024 and reconnected on (B)(6) 2024. The log captured routine events; there were no notable alarm conditions or parameter changes. Further log file review found a driveline disconnect alarm was captured from 14:48:20 - 14:50:55 on (B)(6) 2024 and a no external power alarm was captured from 14:25:02 - 14:26:24 on (B)(6) 2024. Both alarms occurred after the controller exchange on (B)(6) 2024. Additionally, further log file review determined that the (B)(6) 024 exchange of system controller (B)(6) was related to a different patient and is reported under manufacturer report number 2916596-2024-52843.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for a review with a newly programmed system controller. It appeared the patient¿s driveline was disconnected from system controller (B)(6)) on (B)(6) 2024 and reconnected on (B)(6) 2024. The log captured routine events; there were no notable alarm conditions or parameter changes. The reason for system controller ((B)(6)) on(B)(6) 2024 was unknown. It was also unknown whether there was any patient impact.